Event description:
It was reported that the har36 ultrasonic scalpel gave error codes. The type of error codes were unknown by the facility. There was no patient injury, medical intervention, adverse consequences, or surgical delay. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. Inspection of the contact ring revealed no damage. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator using the appropriate hand piece. The scalpel was tested and passed the initial testing. The device was successfully activated with the foot pedals and buttons ten times each. Each time the min or max button or pedal was pressed, the device activated and at no time during testing did the device stop working or emit any adverse noise. No error codes were observed. The device was examined further and a build up of dried fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid to rise up the rod into the handle which can cause error codes. After further investigation completed on 5/27/2015 in a corrective and preventative action (CAPA) for tissue build up, the root cause of tissue/fluid build up was determined to be damage to the distal gasket. Corrective action has been taken to mitigate the occurrence of this issue. The reported event will continue to be monitored through post-market surveillance.

Manufacturer narrative:
Upon further review, it was determined that this report was out of scope of the two year reporting cycle that was initiated for distal gasket damage.

Event description:
It was reported that the har36 ultrasonic scalpel gave error codes. The type of error codes were unknown by the facility. There was no patient injury, medical intervention, adverse consequences, or surgical delay. The procedure was completed successfully.